Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is confirmed. Two unpackaged ar-8500sr sabre, 5.0 mm x 13 cm, batch 10834671, were received for evaluation. Both devices were received disassembled. Upon visual inspection, the shrink tubing fep was damaged on both inner tubes. It was noted that white-like plastic contamination inside the outer tube, possibly from the fep shrink tube melted. Nicks and scratches were observed on the tip of the inner tube and outer tube tip. The observed condition is most likely the result of running the device without water. The most likely cause for the reported failure is a user error per dfu-0215-4 at revision 0. F. Precautions. 5. Excessive ¿side-loading¿ on the device during use does not improve cutting performance and, in extreme cases will cause irreversible damage to the device. 7. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 8. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn. 10. If disassembly of straight devices is required to remove a clog, care must be taken to prevent damage to the teflon tubing on the inner tube during re-assembly.

Event description:
It was reported that during a knee arthroscopy, the plastic insulation on the shaft of two of the devices detached. At the end of the procedure, the surgeon found that one or more of the devices produced metal debris intraoperatively. There was no harm for patient, operator or third party. The surgery was finished successfully with a new reusable shaver. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.